Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that during a device changeout it was noted that the right ventricular (rv) lead had an insulation breach. A pace/sense lead was added and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.